Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a dislocated septum is confirmed; however, the exact cause is unknown. Three photographs of a t-lock were returned for evaluation. An initial visual observation of the photographs showed the septum of the t-lock was displaced. Use residue was observed on and within the sample in the returned photographs. The stylet was observed to be completely removed from the t-lock and was not shown in any of the returned photographs. No other damage or cause of an occlusion could be seen on or within the device in the returned samples. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that the lumen with the wire running through became clogged, or otherwise would not flush or draw. The other lumen did flush and draw with ease. They attempted to power flush with a 10 ml syringe and the rubber blew out enough to allow saline to spray out and make contact with a co-workers eye. Once the wire was removed the lumen worked as intended. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that the lumen with the wire running through became clogged, or otherwise would not flush or draw. The other lumen did flush and draw with ease. They attempted to power flush with a 10 ml syringe and the rubber blew out enough to allow saline to spray out and make contact with a co-workers eye. Once the wire was removed the lumen worked as intended. No other information was provided.